Event description:
It was reported post-paced t-wave oversensing was observed during a pacing threshold test during follow-up. The issue the issue was investigated and resolved. The patient condition was good.